Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, the device turned off without user input was reproduced. Evaluation tested the device on battery power and the problem was not reproduced. Evaluation then tested with a known good ac power adaptor and the power port had excessive movement and caused the pump to power on and off during evaluation and without input. A review of the event history log revealed 'improper shutdown!' Message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input during an unspecified process step. There was no patient involvement. No additional information is available.